Event description:
The patient received a second degree burn mark on the top of his right foot, after the tcm400 sensor was removed. The temperature was set to 44 degrees celsius, and the electrode was placed on the same location for 2 hours.

Manufacturer narrative:
The tcm400 has been checked, and no indications of product malfunction were identified. It is stated in the intended use that the tcm400 system should not be used in ICU and for unattended patient monitoring, as the system has no alarms. Also the following warnings are included: in this case the patient was suffering from critical limb ischemia. This condition results in reduced blood flow to the feet, and the placement of the electrode in the same position for two hours is therefore suspected to have caused the burn mark.